Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4), description: avista MRI perc lead kit, 74cm; model #: sc-4319 lot #: 19545715 description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were tissue breakdown and drainage around the ipg site. The patient was placed on oral and IV antibiotics. The patients infection was not believed to be device related. The patient underwent an emergency explant procedure.